Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a loss of connection. The root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The reported issue of low transmitter battery is reportable based on the finding of a loss of connection.

Manufacturer narrative:
Sr (B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and no errors were observed related to the customer complaint. The reported allegation was not confirmed by data, but the data review did confirm a permanent loss of connection. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of permanent loss of connection.